Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a patient notification for non-sustained ventricular oversensing due to myopotential oversensing. The device was reprogrammed. Patient returned back to the clinic the next day due to another notification for non-sustained rv oversensing. Review of session record noted cross-talk. Further reprogramming was planned and remotely monitor device. Noise continued to be seen with remote monitoring. Device and lead will be replaced. Patient condition was fine.

Event description:
New information received states that the lead was capped and replaced. The patient was doing well after the procedure.